Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13744652 was reviewed and no non conformities were found that would led to the reported complaint.

Event description:
The event involved a transducer, 60 inch (152 cm), 3 ml/hr, microdrip where the customer reported that at the emergency resuscitation unit during infusion on (B)(6) 2024, at 06.00 pm, the tubing has spontaneously disconnected from the arterial catheter chip on the patient after about 15 days. No clinical consequences on the patient. Air could have entered the artery. Tubing was removed and changed. There was patient involvement and no adverse event/human harm.